Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the defibrillation therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the returned defibrillation therapy cable assembly and determined that the cause of the reported issue was due to an electrical open for the apex signal.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the paddles lead during a patient event. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank . Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the paddles lead during a patient event. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.